Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the monitor board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.